Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision lost all the video, no images reboot. Upon some functional test fse confirmed that there is a malfunction with flexvision pc with pc. The fse replaced the flexvision pc, redownloaded the software, and configured the pc. After replaced the flexvision pc and configure the pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision monitor went black during a procedure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.